Manufacturer narrative:
Follow-up #1: date of submission 03/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/29/2016 with the following findings: the keypad was intact and all of the buttons were responsive during investigation. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and the keypad flex was found to be fully seated. Unrelated to the original complaint, there was evidence of moisture on the keypad flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.